Event description:
A customer reported via webform a sensor error message with the adc device and was unable to obtain readings. As a result, customer experienced a loss of consciousness and was unable to self-treat. Customer received third-party intervention by fiancé who provided cranberry juice and fruit snacks as treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The date the incident occurred is unknown. The date is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The returned sensor was attempted to be reprogrammed but an error occurred. This error prevented the returned patch from being reprogrammed and therefore, adc was therefore unable to perform further testing related to the high readings issue reported by the customer. Extended investigation is performed. The returned sensor was de-cased to examine the pcba (printed circuit board assembly) and check the battery voltage. Visually inspected the sensor and no abnormalities were observed. Unable to scan the error due to the reprogramming error . The data was unable to be obtained from the data. Therefore, issue is unable to test. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform a sensor error message with the adc device and was unable to obtain readings. As a result, customer experienced a loss of consciousness and was unable to self-treat. Customer received third-party intervention by fiancé who provided cranberry juice and fruit snacks as treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.